Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate testing during preventive maintenance in the biomed service department. The device was programmed at 40 ml/hr with a volume to be infused (vtbi) of 20ml. The device delivered amounts of 16.17ml and 18.81ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Evaluation ran flow accuracy testing at 125 ml/ hour and 18 ml/ hour. The device was found to deliver within specification with an error of -1.2464% and 0.1611% respectively. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.